Manufacturer narrative:
Device lot number corrected from 20054933 to 20022691. Device expiration date corrected from 31-dec-2018 to 30-nov-2018. Device manufactured date corrected from 14-dec-2016 to 20-dec-2016. Device evaluated by manufacturer: the device was returned for analysis. Returned device consisted of a guidezilla guide extension catheter in two pieces, with the distal shaft of the device that was loaded inside a non-bsc guide catheter. There was also a hemostatic valve, a nc quantum apex and an unidentified guide wire and the devices were stuck together with dried blood. The guide wire was found loaded into the balloon catheter, but outside of the guidezilla. The hub, hypotube and collar of the guidezilla were loose from the other devices. The devices were soaked in a warm water bath for 3 days and then separated. The hypotube, collar, distal shaft and tip was microscopically and tactile inspected. Inspection revealed that the distal shaft of the guidezilla was protruding 5cm from the tip of the returned guide catheter and the outer shaft was separated, with braid exposed, for 9mm. Also found were damages to the tip; shaft damage such as numerous abrasions, flattened areas and small perforations with exposed braid; numerous kinks in the hypotube; and a perforation in the distal shaft located 3 cm from the tip of the device. The distal shaft of the guidezilla was separated from the shaft of the guide catheter, with the entire shaft being damaged (abrasions, flattened, perforated, numerous kinks), therefore, measurement of undamaged shaft was not possible. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00875 it was reported that the guidezilla shaft fracture occurred. The target lesion was a chronic total occlusion. A synergy ii drug-eluting stent and a guidezilla¿ guide extension catheter were selected for use. During procedure, it was noted that the hypotube of the stent delivery system was slightly kinked. When the stent was inflated at 2atm, the hypotube burst which caused the stent to be not fully apposed. The balloon was removed and it was noted that the proximal 25% of the stent hung up and fractured apart from the rest of the stent. It was confirmed under angiography that the stent was in 2 separate pieces. The distal and larger portion was then wired and expanded against the arterial wall and the proximal portion of the fractured stent was crushed to one side of the vessel. Another stent was then deployed. Following implantation, the guidezilla¿ catheter was removed but was fractured at the proximal valve. The device was removed safely and the procedure was completed. No patient complications were reported and the patient's status was great.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00875. It was reported that the guidezilla shaft fracture occurred. The target lesion was a chronic total occlusion. A synergy ii drug-eluting stent and a guidezilla¿ guide extension catheter were selected for use. During procedure, it was noted that the hypotube of the stent delivery system was slightly kinked. When the stent was inflated at 2atm, the hypotube burst which caused the stent to be not fully apposed. The balloon was removed and it was noted that the proximal 25% of the stent hung up and fractured apart from the rest of the stent. It was confirmed under angiography that the stent was in 2 separate pieces. The distal and larger portion was then wired and expanded against the arterial wall and the proximal portion of the fractured stent was crushed to one side of the vessel. Another stent was then deployed. Following implantation, the guidezilla¿ catheter was removed but was fractured at the proximal valve. The device was removed safely and the procedure was completed. No patient complications were reported and the patient's status was great.